Manufacturer narrative:
Hill-rom technical support suggested checking continuity from the utv board. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account decided to not repair the bed and have retired the unit due to the age of the bed. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit alarm would alarm, but would not send a call to the nurses' station. The bed was located in medsurge of the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).